Event description:
The mps reported arm shaking/"jerkiness" during 'bone prep'.

Manufacturer narrative:
Reported event: an event regarding unintended movement involving a mako robotic arm was reported. The event was confirmed. Method & results: product evaluation and results: the field service engineer reported: work performed: after speaking with mps tami, I determined that the issues they were having were probably due to inconsistencies in the cable tension combined with what she spoke of as very aggressive arm movement during surgery by physician. Successfully re-tensioned j5 and j3 for better results. Completed all checks and verifications associated with adjustment of cables and cable tension per specifications in service manual. Completed successful pre-surgery checks. Notified mps of my findings and results. System is ready for clinical use. Work order disposition: system investigation completed successfully as per service manual. All system checks and tests passed, system is ready for use. Clinician review: no medical records were received for review with a clinical consultant. Product history review: a review of device history records shows that (B)(6) was inspected on 12/15/2011 and the quality inspection procedures were completed with no reported discrepancies. Complaint history review: a review of complaints in trackwise related to p/n 209999, robot number: (B)(6) shows 3 additional complaints related to the failure in this investigation. Conclusions: the alleged failure mode was confirmed. Successfully completed all checks, verifications, and calibrations. System is ready for clinical use. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The mps reported arm shaking/"jerkiness" during 'bone prep'.